Manufacturer narrative:
This record was identified during a retrospective review of mdrs to identify records in which an event occurred, but the type of reportable event was not indicated appropriately.

Event description:
The customer reported that hemolysis was observed in the 2nd double red bloodcell (drbc) product bag. The alleged hemolysis was observed 2 days post donation during inspection and processing. No medical intervention was necessary for this event and no follow-up visit was required. The patient (donor) is in stable condition. (B)(6). This report is being filed due to the potential for injury if the same failure were to reoccur.

Manufacturer narrative:
Investigation: the customer has previously reported hemolysis of an apheresis rbc unit in the past with this donor and this collection was performed by the same operator. They believe the operator may have placed the rbc units on a blanket warmer, exposing them to excessive heat. The run data file (rdf) was analyzed for this event. The analysis of rdf did not find a conclusive cause for the reported hemolysis in the rbc product. No unusual process variable was identified and the signals in the run data file indicate that the trima accel system operated as intended. Based on the available information, it cannot be ruled out that a process error may have contributed to the reported hemolysis. The customer returned the set for evaluation. It was noted that only the two rbc bags containing the collected rbcs were returned, and not the remaining tubing set. It was also noted that the bags were not returned on ice. Results from the evaluation suggest that having hemolysis in only one bag may be due to an issue with the filter, or partially closed clamp, or a partial occlusion in bag 2 tubing. Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: no defects or manufacturing concerns were noted with the bags. Samples were taken from the returned red blood cell units and spun down. The supernatant harvested from the samples were analyzed for hemolysis. The resulting hemolysis levels were 0.74% for bag 1 and 0.(B)(6) for bag 2. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information. Root cause: a definitive root cause for hemolysis in the rbc bags could not be determined. Possible root causes were provided in the initial report for this event.